Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the bed is leaking hydraulic fluid and has no functions. No pt impact.